Event description:
It was reported that during a post operative device check, the patient's right ventricular (rv) lead had t-wave oversensing (twos), two false non-sustained ventricular tachycardia episodes, and undersensing of the r waves. The physician was informed of the interrogation results and also told of potential issues that could result from the oversensing and undersensing. The physician chose to release the patient without any intervention. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.